Event description:
It was reported that during an unknown procedure, they recieved a generator error during use. No additional information was known. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Unknown, assumed (B)(6) 2012 that complaint was reported